Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for pneumoperitoneum. Per the pdrn, the cause of the event was attributed to the patient incorrectly setting up the cycler multiple times, non-compliance and the patient¿s refusal of retraining. Pd catheters provide a portal for air to enter the body if proper technique is not maintained. Most episodes of air in the body are clinically insignificant and are reabsorbed into the body. A temporal relationship does not exist between pd therapy utilizing the liberty select cycler and the patient¿s hospitalization for fluid overload, as the patient was performing manual pd therapy prior to admission. Based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as there is no evidence indicating a deficiency or malfunction is associated with these event(s). Per the pdrn, the patient was frequently non-compliant with many aspects of care.

Event description:
A peritoneal dialysis registered nurse (pdrn) for this a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized for fluid overload (fo).the patient was hospitalized for significant abdominal pain and was subsequently diagnosed with a pneumoperitoneum. The pdrn declined providing the discharge summary. The pdrn reported the patient is ¿constantly¿ setting up the cycler incorrectly and refuses any retraining. The patient reportedly calls the on-call pdrn frequently with set-up issues and refuses to connect the modem/iq drive to enable the review of treatment data. Prior to the hospitalization, the pdrn and nephrologist held a meeting (date not provided) with the patient regarding the negative impact their non-compliance would have, however the patient refused to let the pdrn in for a home evaluation and training session. The patient was scheduled for discharge after three days. The pdrn advised the patient to come to the outpatient dialysis clinic immediately, however the patient was a ¿no show.¿ three days after discharge), the patient arrived at the clinic short of breath and was taken to the emergency room. The patient was found to be 9.0 kg over their estimated dry weight (weight not provided) and was admitted to the intensive care unit for severe hypotension (specifics unknown). The pdrn declined providing the discharge summary, but reported the patient transitioned to hemodialysis while hospitalized and would not be allowed to return to pd therapy due to thier non-compliance.